Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged excalibur introducer sheath was confirmed, but the exact cause was unknown. One 2fr s/l per-q-cath PICC was returned for investigation. One unsplit excalibur introducer sheath was also returned for investigation. Blood residue was observed on the sheath. The sheath extended 2.2cm from the distal end of the molded green tabs. The needle had been removed from the sheath and was not returned for investigation. The edge at the distal tip of the excalibur introducer sheath was rough, uneven, and exhibited plastic deformation. This type of damage can occur if the sheath is advanced over the needle before it enters the vein. The damage most likely occurred during use. Without the needle, it cannot be determined if other factors were involved in the reported event. The product IFU states, ¿grip only on the needle hub during insertion. Do not apply excessive pressure to the wings.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle, included in the kit, broke when it was used three times for the same patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle, included in the kit, broke when it was used three times for the same patient.